Event description:
A right heart catheterization was performed for reasons unrelated to the sensor and the patient's cardiomems pressures are negative and not physiologically possible. The sensor was not recalibrated. Angiography also revealed suspected thrombus near sensor implant. It was then confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened.